Event description:
It was reported that after 2 months from the initial surgery, the surgeon found that the #1 and #3 proximal screws had migrated out of the proper position. The patient complained of pain and revision surgery was performed to remove the migrated screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: product ID was provided for three screws however, it is unknown which of the three screws has migrated. Therefore, the migrated screw could be any of the following: 47248603440 - blunt tip screw, ã¿ 4x34mm - 3181269; UDI: (B)(4); manufacturing date: nov 2, 2023; expiration date: nov 2, 2028. 47248603840 - blunt tip screw, ã¿ 4x38mm - 3190919; UDI: (B)(4); manufacturing date: jan 24, 2024; expiration date: jan 24, 2029. 47248604240 - ann blunt tip screw 4x42mm - 3185190; UDI: (B)(4); manufacturing date: dec 5, 2023; expiration date: dec 5, 2028. D10: 47249622108 - proximal humerus, left, long, ã¿ 8.5x220mm - 3177532; 47248603440 - blunt tip screw, ã¿ 4x34mm - 3181269; 47248604240 - ann blunt tip screw 4x42mm - 3185190; 47248612440 - ann cort bone screw 4 x 24mm - 3193267; 47248801000 - affixus ph nl cap 0mm - 3189255. G2: report source japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.